Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when required.

Event description:
It was reported that the device's high pressure alarm was triggering to early. There has been no report of patient involvement or no observable clinical symptoms or a change in symptoms identified in the patient.

Manufacturer narrative:
Other text: d4 UDI (B)(4). Device evaluation: one device received for investigation. Visual inspection performed and found device was received in with a damaged input/output label, bent front panel, cracked relief knob, CPAP knob, o2knob, and battery cover. The input manifold is loose on the bottom chassis. Functional tests performed and found the relief pressure is reading low and out of spec, the reported problem was duplicated. The impact to the relief valve assembly and loose screws would cause the reported complaint. Service history review identified there was no indication that the complaint was related to a service of the device within the review period. For all enquiries or follow-up questions related to the record, do not use regulatory.responses@smiths-medical.com located in sections g.1., please direct those to the following: regulatory.responses@icumed.com.